Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was fiber was returned broken in two pieces. The first piece measured approximately 87.2 cm from the top of the connector to the break and has a kinked. The second piece measured approximately 229.5 cm from the break to the distal tip. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification revealed that the fiber tip was consistent with a fracture and measured approximately 3.5 mm.. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on december 27, 2018  that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney performed on an unknown date. According to the complaint, during the preparation, it was noted that the laser fiber was broken upon opening the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.